Event description:
It was reported that the ventilator was not working properly. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not working properly. The field service engineer found water in the air gas module and also that the expiratory channel printed circuit board (pcb) was faulty where a communication error was shown. The expiratory channel pcb and air gas module was replaced, the replacing gas module came for the time being from another ventilator. No further information or device logs have been provided despite requests. No part was returned for investigation. Water was found in the air gas module. Depending on the associated message, the reported communication error may indicate problems with both the replaced air gas module and the expiratory channel pcb. If an air gas module contains water, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the user's manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: (B)(4).